Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stim changes based on position. The patient said that if she lies down "it's going to vibrate." The patient reported that she does not feel stim if she lies on her right side and sometimes when sitting she doesn't know if she'll feel stim or not. It was mentioned the patient lost 130 pounds and had a lot of loose skin. The device was implanted to address the legs and lower back, but stim currently only addressed the legs and it has been that way since implant. No further complications were reported.